Event description:
Nursing attempted to remove foley catheter by deflating balloon, unable to deflate. Physician called and came to remove catheter, unable to remove. Catheter cut at balloon inflation port, balloon still did not deflate. Pt sent to ultrasound for removal.